Manufacturer narrative:
(B)(4). The customer reported that the battery did not have a solid connection with the device and that batteries that were properly inserted were not detected. There was no reported pt involvement. The unit was evaluated at philips and the symptom was verified. Replacing the power pca resolved the issue.

Event description:
The customer reported that the battery did not have a solid connection with the device and the batteries that were properly inserted were not detected. There was no reported pt involvement.